Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated onsite by a zoll representative and the data file was sent to zoll (B)(4). Review of the device logs shows the occurence of the reported message. Review of clinical file indicates multiple pads on/off messages. However, it is an advisory warning and it does not indicates device malfunction. This message indicates a connection issue between the patient, pads and the device. Review of logs also indicates CPR was being performed. There were no signs of malfunction with the device. The cause of the reported complaint appears to be due to poor patient contact. The customer was advised to perform proper patient prep and refer to the instructions for use on the electrode packaging for proper placement of the pads. The device was recertified and returned to the customer. No trend is associated with reports of this type.